Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included hydrocodone;paracetamol, ibuprofen and naproxen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2019, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ heavy menstrual bleeding"), anaemia ("anemia") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain had resolved and the female sexual dysfunction, menorrhagia, anaemia, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date : 2013 patient received treatment for pelvic/ abdominal pain, apareunia, menorrhagia, anemia. Number of proximal coils :2 on the left cornua and I on right cornua. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs and mr received: new events abnormal bleeding vaginal, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) was added. Reporter and concomitant drug added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia/ heavy menstrual bleeding") and anaemia ("anemia"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain had resolved and the female sexual dysfunction, menorrhagia and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, female sexual dysfunction, menorrhagia and pelvic pain to be related to essure. The reporter commented: previously reported essure insertion date: 2013 patient received treatment for pelvic/ abdominal pain, apareunia, menorrhagia, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Previously reported event "injury" updated to "pelvic pain", events-" abdominal pain, apareunia, menorrhagia/ heavy menstrual bleeding, anemia,she did not underwent essure confirmation test"were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.